Manufacturer narrative:
The sample has not yet been returned for testing. The investigation, including root cause determination, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that a pt who was 16 hrs post cataract extraction had a fibrinous reaction in the anterior chamber with hypopyon. Improvement was noted with extensive topical steroids, topical antibiotics, and oral antibiotics. At 5 days post-op, there was persistent vitritis and cystoid macular edema, so a vitreous tap was performed. The result of the vitreous tap was no growth. Additional info has been requested.